Event description:
Additional information was received from the field representative. The patient was seen early this year with the same complaints that she had late last fall. It was determined at the visit that the rate response feature was not on and that by review of heart rate histograms, the patient's rate did not go above 130 bpm. A hallwalk was done, the patient reported being short of breath and her heart rate was 120-130bpm by both radial pulse and through the programmer. Rate response was then programmed on, and another hallwalk was performed. The patient's heart rate response was higher and the patient had no symptoms. No additional complaints have been received and the system remains in service.

Event description:
Boston scientific received information that the patient with this pacemaker reported reaching maximum sensor rate pacing of 165 ppm after approximately two minutes of exercise, and then it would fall back to 80 ppm within a few seconds. The patient noted that the rate response features of the device were reprogrammed at the time of a stress test, and since then she was experiencing the high and low rates. Boston scientific patient services reviewed the rate response sensor features with the patient, and the patient was going to follow-up with her clinic. At this time, no additional information has been obtained and no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.